Manufacturer narrative:
Bd received 49 tube samples and 48 eclipse needles for investigation at plymouth plant. The samples were evaluated by draw testing ( 5 needles were taken, and each were used to draw 5 tubes) and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention eclipse samples from bd inventory were evaluated by draw testing 10 tubes and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced tube push off from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: during blood collection the tube shoots out off the holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced tube push off from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: during blood collection the tube shoots out off the holder.